Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was greater than 286 mg/dl at the time of the incident. The customer reported the blood glucose had been high since last night. They had changed set 2 times and changed the insulin. No air bubbles were seen. The patient's current blood glucose was 443mg/dl. The customer treated for high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. Performed high pressure test and it did no pass. Repeated it and then it passed. Previously blood glucose was 396mg/dl woke up and woke up at 452 mg/dl. The customer changed insulin reservoir and then it was 443mg/dl. The insulin pump will not be returned for analysis.